Event description:
It was reported that the pt underwent occipitocervical fusion construct for occipitoatlantoaxial instability using unilateral c-3 tranlaminar screw fixation and rhbmp-2/acs. The pt returned 6 days post op for repeated imaging studies which showed no change in the placement of the instrumentation and stable alignment of the cervical spine. A swallowing study confirmed lower cranial nerve dysfunction. A gastrostomy tube for enteral feeds was placed for the prolonged dysphagia. The gastrostomy tube was removed 2 months post op as the pt recovered lower cranial nerve function. It is unclear whether this delayed, prolonged dysphagia necessitating gastrostomy tube placement was related to a technical error in placing the instrumentation. Three months post op, the fusion construct demonstrated a solid osseous fusion between the occiput and c-3 with no evidence of instability on flexion/extension cervical films.

Manufacturer narrative:
(B) (4) - dysphonia. A review of the device history records for these devices was not possible without additional product info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.